Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge the ipg as recommended. As such, the ipg was deemed inoperable. Surgical intervention may be planned to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy resumed post procedure.